Event description:
The patient was revised due to a non-union has occurred at the level of inter-trochanteric region resulting in a fractured nail.

Manufacturer narrative:
Examination of the returned product confirmed the device fracture. Evidence was found which supports the reported fracture of the nail due to patient non-union. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.